Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 250 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent keypad buttons due to corroded on the keypad traces. Found no button error alarm during testing. The device was received with cracked case on the lcd window corners, minor scratches on lcd window, crack on lcd window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube window, scratches on the reservoir tube window, and cracks on the reservoir tube.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.